Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the sheath became detached from the hub on removal from the radial artery. Additional information has been requested but not provided by the reporter at the time of this report.

Manufacturer narrative:
(B)(4). Investigation: a review of dimensional verification, complaint history, documentation, drawings, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications and a visual inspection of the returned product was conducted during the investigation. A review of the complaint history revealed there have been no additional complaints on this specific lot number. The visual examination of the returned product noted that the "crocodile clip" was still attached to the sheath, just 5 mm below the flare. The sheath did not appear to have any damage such as stretching or elongation. The flare size was checked using a go/no-go gauge; which revealed the cap was within the specified tolerance. The sheath is inspected per specification, confirming the correct proximal check-flo valve assembly. It is also verified that the disc is correctly positioned in the check-flo cap and the assembly is clean and free of debris. The check-flo fittings are confirmed to be fully snapped (and/or glued) and secure. The flares are confirmed to be caught securely in proximal fittings and that the sheath does not rotate in cap fitting and coils in the sheath continue into the cap. An instructions for use is provided that lists instructions for removing the sheath; which include, "insert the introducer over the wire guide into the sheath. Withdraw the sheath and dilator as a unit." Based on the returned complaint device and the information provided by the customer, it is believed that the product experienced forces beyond its design. The dilator was not inserted upon removal, which likely contributed to the failure. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
After competition of a coronary angio procedure on the female patient, the user attempted to remove the sheath by pulling the sheath by the "head" (hub). At this time, the "head" (hub) detached from the "shaft" (sheath). The sheath was still within the patient when this occurred. A crocodile clip was applied to the small amount of the "shaft" (sheath) and was successfully removed from the patient. The patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
*Corrections.* "product problem" changed to "adverse event and product problem". Patient problem: "no known consequence report" changed to "additional surgical intervention". "Other" changed to "serious injury."

Event description:
After competition of a coronary angio procedure on the female patient, the user attempted to remove the sheath by pulling the sheath by the "head" (hub). At this time, the "head" (hub) detached from the "shaft" (sheath). The sheath was still within the patient when this occurred. A crocodile clip was applied to the small amount of the "shaft" (sheath) and was successfully removed from the patient. The patient did not experience any adverse effects due to this occurrence